Event description:
After the stenosis was dilated with the agiltrac, a dissection was discovered, so a stent was implanted. The pt was then taken from the cath lab. Approximately three hours later, strong bleeding in the middle of the femoral was discovered. The pt had already received a shock. It was decided that the pt needed surgery, but it could not be determined whether the bleeding was in the area of the stent or proximal or distal to the stent. The vessel was sutured and the pt recovered well.